Event description:
The ge oec 9800 fluoroscopy system would not x-ray. A reboot restored functionality.

Manufacturer narrative:
A ge oec service rep investigated the issue and erased the flash, re-seated the pcbs and verified line voltages and outputs to prevent the malfunction from recurring. The system was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable to, would not provide any pt info with respect to this issue.